Event description:
It was reported that the customer experienced elevated blood glucose levels (+400 mg/dl). Reportedly, customer typically experiences elevated blood glucose levels when driving in traffic. Customer delivered two separate 2 unit boluses via novolog pen, and changed the cartridge and infusion set to stabilize her blood glucose level.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.